Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos and mirena. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced attention deficit/hyperactivity disorder ("adhd- not being able to focus."). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). On (B)(6) 2012, the patient experienced dental caries ("dental problems: cavities"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and amnesia ("memory loss"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), muscle spasms ("legs cramping") and abdominal pain upper ("stabbing pain in stomach"). The patient was treated with surgery (surgery to remove essure / tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, dental caries, fatigue, alopecia, urinary tract infection, migraine, headache, vaginal discharge, weight increased, amnesia, attention deficit/hyperactivity disorder, abdominal pain lower and muscle spasms outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, attention deficit/hyperactivity disorder, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, muscle spasms, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received- previously reported event ¿injury to herself¿ updated to ¿abdominal pain¿, events- ¿bladder disorder, urinary problems disorder, dental problems : cavities, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, infection (bladder/ urinary tract/vaginal) type: uti, migraines, headaches, vaginal discharge, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: memory loss, adhd- not being able, legs cramping, lower stomach pain, stabbing pain in stomach¿, reporter, lab data, historical drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 31-year-old female patient who had essure (batch no. 863571, 823470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multigravida and bicornuate uterus. Pregnancy test today was negative. Previously administered products included for birth control: mirena and oral contraceptive nos; for an unreported indication: depo-provera. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced attention deficit/hyperactivity disorder ("adhd- not being able to focus."). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). On (B)(6) 2012, the patient experienced dental caries ("dental problems : cavties"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and amnesia ("memory loss"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), muscle spasms ("legs cramping") and abdominal pain upper ("stabbing pain in stomach"). The patient was treated with surgery (surgery to remove essure / tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, dental caries, fatigue, alopecia, urinary tract infection, migraine, headache, vaginal discharge, weight increased, amnesia, attention deficit/hyperactivity disorder, abdominal pain lower and muscle spasms outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, attention deficit/hyperactivity disorder, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, muscle spasms, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 823470 manufacture date: 2011-01 expiration date: 2014-01 , lot number: 863571 manufacture date:2011-05 expiration date: 2014-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 31-year-old female patient who had essure (batch no. 863571/823470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and vaginal delivery. Pregnancy test today was negative. Previously administered products included for birth control: mirena and oral contraceptive nos; for an unreported indication: depo-provera. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced attention deficit/hyperactivity disorder ("adhd- not being able to focus."). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse)"), fatigue ("fatigue,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). On (B)(6) 2012, the patient experienced dental caries ("dental problems : cavties"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and amnesia ("memory loss"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), muscle spasms ("legs cramping") and abdominal pain upper ("stabbing pain in stomach"). The patient was treated with surgery (surgery to remove essure / tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, dental caries, fatigue, alopecia, urinary tract infection, migraine, headache, vaginal discharge, weight increased, amnesia, attention deficit/hyperactivity disorder, abdominal pain lower, and muscle spasms outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, attention deficit/hyperactivity disorder, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, muscle spasms, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters, patient demographics and medical history and laboratory data were added. Added lot number. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.